Event description:
Pt had closed head trauma in 1984. Left leg was broken. Pt had rods implanted and leg healed well. Increased pain led to replacement of knee in 1992. Pt still had pain and stiffness of knee when he walked. Pt then felt the prosthesis was loose but the implanting physician failed to agree. A second physician diagnosed a loose prosthesis and performed a revision surgery on 10/18/96. Rptr wants to know if the problems were caused by product or the physician's technique. Prosthesis is metal/polymer.